Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the issue with the meter started when the patient obtained the meter 10 days prior to contacting lfs; however, no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that after obtaining the alleged inaccurate results, the patient increased his medication and administered 8 units of an unspecified brand of insulin. The reporter claimed that on (B)(6) 2016, the patient developed symptoms of ¿shaking¿ which he self-treated with food and/or drink at around 11am on that date. The reporter claimed that on (B)(6) 2016 at 7:30am, the patient obtained an alleged inaccurately high blood glucose result of ¿157 mg/dl¿ with the subject meter compared to ¿125 mg/dl¿ on a nurse¿s meter (model unknown), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the results. Replacement products were sent to the patient. In conclusion, from the information provided, there is no evidence that the meter is reading inaccurately. However, this complaint is being reported because the reporter claims the patient obtained inaccurately high blood glucose readings on the subject meter, administered increased medication as a result of the alleged high readings, and reportedly developed a symptom sugge...